Event description:
The customer reported no image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a loose video connector. System operates as intended. (B) (4).